Event description:
User received one pt with discrepant total protein results. Sample type is plasma from a lithium heparin gel tube. Initial result gave 11.2 g per dl and was reported. Based on the reported result the physician ordered a protein electrophoresis to be performed. A second serum sample was obtained from the pt the same day and sent to a reference lab for protein electrophoresis testing. An aliquot of the serum sample was retained at the customer site. Reference lab tested the serum sample for total protein on an olympus analyzer giving 5.5 g ER dl. User repeated the original plasma and serum sample using the integra 400, giving 5.8 and 5.4 g per dl respectively. The doctor stated "pt was not treated based on original result reported". The field service representative was unable to determine a cause. To verify analyzer performance a check test was run on the instrument, and all parameters are within specification. The investigation is ongoing. If additional info is received, appropriate notification will be provided.